Manufacturer narrative:
Other text: additional information was received indicating there was no patient involvement, corrected data: updated d1 and d4, model number.

Event description:
It was reported that an error code 1260 was experienced. Also bad lens and top label damaged.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Replaced defective microprocessor unit board and the lens. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d5: correction: operator of device: other e4: correction: customer reported to FDA: no info. H4: correction: device manufacturing date: 05apr2016.